Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a possible set screw back-out. The patient reportedly had a possible set screw back-out approximately 4 months post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the set screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Insufficient rod reduction could contribute to a compromised rod to screw interface which could have led to the failure. However, a specific cause for this event could not be confirmed.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a possible set screw back-out. The patient reportedly had a possible set screw back-out approximately 4 months post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Set screws were observed to have uneven marking along the outer rim edge suggesting the rod did not reach a full seated condition. The polyaxial screws that housed the set screws did not exhibit rod seat marks suggesting the rod did not fully seat in either screw. Rod not fully reduced or seated was likely the main contributing factor causing set screw back-out.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a possible set screw back-out. The patient reportedly had a possible set screw back-out approximately 4 months post-op. As a result patient was revised on (B)(6) 2018.